Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 5:30am she obtained a reading of ¿300, 300 and 250mg/dl on the lfs meter. It is unclear how much time passed in between the readings. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported having less to eat on 07/21/2013 at 6:30am. The patient reported 4 hours later she developed symptoms of ¿felt really bad, shaking, sweaty and weak.¿ the patient reported within 30 minutes, she had something to eat or drink as treatment. The patient reported no other device was used. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing. The patient was found to be using the correct testing steps and her test strips were in good condition. A control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia and required self treatment to prevent additional injury.

Manufacturer narrative:
Follow-up # 1 ¿ (09/18/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. In addition, a secondary issue was note when the vial was found to be exposed to the environment. A DHR (device history record) was completed on (B)(4) 2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject test strips have been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
Follow-up #2 - additional information - 11/16/2013, date testing completed for the test strips product has been updated to (B)(4) 2013 by product analysis from originally submitted (B)(4) 2013.